Event description:
This is a case that was reported on the (B)(6) 2010 to a baxter (B)(4) from (B)(6) hospital. It was reported that the wing mechanism was partially disconnected from the solution bag. One sample was returned for evaluation. No patient was involved.

Manufacturer narrative:
(B)(4). The actual device was returned, and the complaint confimed. An evaluation performed and no conclusion can be drawn. Batch review was performed and found acceptable. Trend review completed- no significant trend.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up report will be submitted upon completion of the evaluation. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.